Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The cause of the reported issue was isolated to the ac power cord. After replacing the power supply, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device would not charge, when attempted. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section b5 executive summary of initial MDR indicates: the customer contacted stryker to report that their device would not charge, when attempted. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event. Section b5 executive summary of initial MDR should indicate: the customer contacted stryker to report that their device would not power on upon ac only. The device would still power on with batteries. There was no patient use associated with the reported event. Device code grid of initial MDR indicates: failure to charge. Device code grid of initial MDR should indicate: failure to power up. The initial MDR report with reference #0003015876-2023-02487 was sent in error. The reported issue was that the device would not power on with ac only, but it would still power on with batteries. The reported issue is not considered a reportable event: loss of power but an alternative means of power is available.

Event description:
The customer contacted stryker to report that their device would not charge, when attempted. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.